Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products- femoral component option for cemented # item 00576401652 lot 63227184 tibial component stemmed precoat # item 00598004701 lot 63687562. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows that the dovetail feature is flared on one side and compressed on the other side. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported event can be attributed to an alignment error during insertion. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the articular surface would not sit on the tray. After a couple of attempts, the surgeon elected to use another articular surface to complete the case. Attempts have been made and no further information has been provided.